Event description:
It was reported that the insulin pump alarmed an error during an infusion set and reservoir change. The blood glucose reading was 168 mg/dl. The customer's wife advised that the device had been dropped 3 days prior to the alarm occurring. Advised the customer that it was possible that during seating, the force sensor did not detect the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test at 4 pounds due to faulty force sensor resistor gold. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.